Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was not confirmed. Olympus provided the following result of the culture test, performed at the third-party labs: olympus hmi results br-1: negative. Based on the results of the investigation, the most probable cause of the complaint is cause traced to failure to follow instructions, the definitive root cause of the reported issue could not be determined. In addition, the investigation found that the scope connector case unit had foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that the ultrasound bronchofibervideoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope (service/maintenance). The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end unit, instrument/biopsy/suction channel, air/water channel cfu: 0 cfu. Bacterial identification: n/a. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.